Event description:
The episode occurred in 2003, during a routine neuro interventional (avm) procedure on a patient. Despite the target being distal and the anatomy noted as tortuous, the case is not reported to be unusually difficult. A synchro 0.014" wire was used in tandem wtih a bsc renegade microcatheter, to access the target site. A typical wire advance - catheter feed - wire withdrawal technique was utilized. During this sequence of advancement techniques, the guidewire became unresponsive to directional control. The guide - microcatheter tandem was then removed from the patient, examined, and it was noted that the guidewire had severed. The corewire was evident, but the micromachined nitinol sleeve was missing. Dr. Made multiple attempts to snare and retreive the severed segment from the patient, all unsuccessful. The case was reported to have concluded without furhter complication, no specific injury resulted from the episode, and the patient is successfully recuperated without reported clinical sequelae.